Event description:
I was burned by a ceragem-rh automatic thermal massager. This is supposed to be an FDA 510-k- class ii medical device. This burns are not disabilitating nor will they cause permanent damage but after talking to the corporate office and the owner of the location where I was burned, it seems that the device is working as designed and they don't know why I was burned. Since they make a big deal about being FDA approved, I thought you should know that the machines are not safe. Dose: 40 minutes session. Dates of use: 40 minutes, 2009. Diagnosis: relaxation only.